Event description:
Customer reported had an extremely low blood sugar due to using 50 ml syringe which was in his 30 ml syringes prescription box. Customer went to the hosp to be treated for low blood sugar.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot # is unk. Regulatory compliance will continue to monitor on monthly trend reports.